Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley and a broken conductor wire that potentially contributed to the broken grip cable. Additional observations found related to the primary failure included: the instrument was found with indentations on the outer face of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley showed damage. The instrument was also found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of the grip tips. A broken grip cable and mechanical indentations to the distal pulley are the affected adjacent damaged components. Additional observation found unrelated to the reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a frayed cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-oct-2024: no patient or additional information is available.